Event description:
On december 4, 2006, a clinical incident involving a microblator 30 arthrowand was reported to arthocare corporation. During an arthroscopic procedure of the wrist, the tip of the wand was reported to have detached in the patient's wrist. The surgeon undertook a wrist arthroscopy procedure to retrieve the fragment. The patient was required to remain in the hospital overnight for pain control and the patient was administered pain medication. No additional information is available.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation. No conclusion can be drawn.